Manufacturer narrative:
The insulin pump had constant motor error alarms during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the alarms. The motor was tested outside of the device and passed. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The insulin pump was not exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.